Event description:
Pt underwent surgical procedure on 2/9/94 for left duplicated kidney with obstructed upper pole, cystoscopy, right ureter pyeloroscopy, left hemi-nephrectomy. A 10 mm flat drain was left in the renal bed. On 2/13/94, the nurse was in the process of removing drain from the incision left flank as ordered by surgeon. Only approx 2.5 inches of the drain came out of the pt. Excessive force was not used. Physician making rounds and in to see the pt ordered x-ray. Surgical drain identified within the left upper quadrant. Drain had been functioning without difficulties during the post-op period. Pt returned to surgery on 2/14/94 for drain removal. Drain retrieved without difficulty. Pt tolerated procedure well with no complications. Surgeon feels the add'l procedure will extend the pt's length of stay by one or 2 days. Surgeon did not see any suture in the operative bed or around the retained drain at the time of removal.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor, invalid data. Invalid data - on device destroyed/disposed of status.